Event description:
It was reported that during a follow-up and upon interrogation, the pulse generator exhibited backup vvi operation. After a device software download, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.